Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged groshong nxt extension leg is confirmed; however, the exact cause is unknown. One photograph of an assembled groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed a large split in the extension leg of the catheter connector, just proximal to the suture wing. No obvious evidence of use was observed on the sample in the returned photograph. Although a split was observed in the tubing, no details or distinguishing features of the damage could be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "PICC catheter rupture". No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "PICC catheter rupture". No other information was provided.